Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent breast augmentation revision with two mentor smooth round moderate profile 225cc saline breast implants, suffered bilateral deflation and left side capsular contracture; baker grade ii post-operatively. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2019: (right) 225cc mentor smooth round moderate profile saline, catalog: 3501630, lot: 7691958, sn: (B)(4) and (left) 225cc mentor smooth round moderate profile saline, catalog: 3501630 lot: 7691958 sn: (B)(4). This medwatch form is for the left breast prosthesis.